Event description:
Hospital reported that valved cannulas were leaking during vitrectomy procedures. Patients were not harmed and procedures could be completed with no delay.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).